Manufacturer narrative:
Date of explant- explant date is not known. During processing of this complaint, attempts were made to obtain weight but not received the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01618, 1627487-2020-01619. It was reported the patient's system did not provide effective therapy. In turn, the patient underwent surgical intervention wherein the system was explanted in 2015 (exact date unknown).